Event description:
The surgery center and an abbott medical optics (amo) clinical development manager (cdm) reported that a laser vision correction patient experienced button holes over optical zone (oz) and inferior of oz. The procedure was aborted for both eyes. A photorefractive keratectomy (prk) will be rescheduled at a later date. The cdm was at site location when the incident occurred. The cdm observed several vertical gas breakthroughs during the raster pass on the right eye of a patient. The surgeon indicated that the patient had previous ocular issues including epithelial basement membrane dystrophy.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).